Event description:
A (B)(6) male patient contacted zoll customer support for an unrelated issue. During servicing of the patient's electrode belt, a reportable event was discovered. During testing, the electrode belt delivered a monophasic pulse. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of belt (B)(4) has been completed. During testing, the electrode belt delivered a monophasic pulse of 113.6 j. The cause of the monophasic pulse is pca board failure inside the distribution node (dn). The cause of the failure is a defective esd700. Pins 2, 3, and 5 were found to be out of tolerance. The root cause for the out of tolerance pins cannot be positively identified. No adverse event resulted from the defective component. The patient received a replacement electrode belt.